Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found worn tubing, a bent nozzle with a loose thumbscrew, low gear pump head pressure, and white powder above the optics, most likely caused by the cell cover rubbing against the cuvettes. The fse made all adjustments, confirmed acceptable detergent levels, and performed a photometer and cell blank check successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
The initial reporter received questionable results from mulitple assays for multiple patient samples tested on a cobas 8000 c702 module. The customer provided an example of discrepant results for 1 patient sample tested for creatinine. The customer was having linearity alarm issues which prompted them to repeat patient samples. The initial result was 99 umol/l. The repeat result was 47 umol/l.